Event description:
Upon removing the neuron catheter from the packaging, a kink in the distal tip was noticed. Product was placed back into the packaging and a new neuron was removed from inventory. Three other neurons were discovered to have a kink in the same location. There was no visual damage to the outer packaging (box). One catheter in the non opened packaging is being returned for inspection. The other catheters were removed from packaging, but from handling, caused many kinks in the shaft. Please focus on the distal ends only.

Manufacturer narrative:
Technical eval: the unit was returned in its sterile pouch, unopened. There are 2 points of damage, one at 1.5cm and the second at 3.0cm from the distal tip. Careful examination of the package shows a crease in the cardboard catheter carrier. Conclusion: the package appears to have been mishandled at some point prior to use. The physician reported to penumbra engineering that while the units were being unboxed, but still in their sterile pouches, they were dropped on their distal tips and the packaging bent. Attempts to duplicate these conditions at penumbra have not been successful. The dhrs' of these mfg lots have been reviewed. The MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1626-04 neuron delivery catheter 070 (95cm x 6 cm) shaped tip, lot number l14028. (B)(4). The lot was associated with (B)(4) for product that is currently labeled with a ce mark in a configuration that was not ce approved. The product was relabeled per the ncr directions. The lot was built under (B)(4) due to 3 years accelerated aging data not back yet. The lot was released when the three year report was released per (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.